Event description:
The hospital reported that during a coronary artery bypass procedure, it was observed upon opening the heartstring iii that the seal was cracked. It was not used on a patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25096140, 25096140, and 25093581 the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).